Event description:
The patient was hospitalized due to an infection at the generator site. Further follow-up revealed that the infection was treated with antibiotics and explant of pulse generator and entire lead (including electrodes). Neurosurgeon indicated that the patient irritated/scratched at the incision site. Neurosurgeon indicated that the infection has not been resolved and that the patient is on IV antibiotics. Reimplant is planned, but not yet scheduled. Review of manufacturing record for both the pulse generator and the bipolar lead confirmed sterilization of devices.